Event description:
A customer contacted beckman coulter inc (bec) to report an unknown fluid leak from inside the chemistry compartment on the synchron cx3 delta. A customer technical support advised the customer to notify their staff and stop using the system. No injury or exposure was reported.

Manufacturer narrative:
A bec field service engineer replaced the drain line. (B)(4).